Event description:
The initial reporter stated they received discrepant results for patient samples tested with multiple assays on a cobas c 503 analytical unit. The following examples for two patient samples were provided by the customer. Patient sample 1, plasma sample, tested with tp2 (total protein gen.2) and alb2 (albumin gen.2) : the sample initially resulted in a tp2 value of 0.885 g/dl and repeated as 7.57 g/dl on a different c503 module. The sample initially resulted in an alb2 value of 0.405 g/dl and repeated as 4.49 g/dl on a different c503 module. Patient sample 2, serum sample, tested with, chol2 (cholesterol gen.2) and hdlc4 (hdl-cholesterol gen.4) : the sample initially resulted in a chol2 result of 23.7 mg/dl and repeated as 163 mg/dl on a different c503 module. The sample initially resulted in an hdl result of 8.89 mg/dl and repeated as 55.3 mg/dl on a different c503 module. The repeat results were deemed correct. No questionable results were reported outside of the laboratory. The tp2 reagent lot was 65383601 with an expiration date of 31-oct-2023. The alb2 reagent lot was 66367701 with an expiration date of 30-nov-2023. The chol2 reagent lot was 67702501 with an expiration date of 31-aug-2023. The hdlc4 reagent lot was 63877001 with an expiration date of 30-apr-2024.

Manufacturer narrative:
The last calibration for tp2, performed on 25-jan-2023 was acceptable with no alarms. The last calibration for alb2, performed on 10-jan-2023 was acceptable with no alarms. The last calibration for chol2, performed on 06-feb-2023 was acceptable with no alarms. The last calibration for hdlc4, performed on 20-dec-2022 was acceptable with no alarms. Quality control results were within specified ranges. Upon review of the alarm trace "abnormal aspiration", "sample clot detection" and "sample short" alarms were noted. These are indicators for poor sample quality. The field service engineer checked the instrument and determined a missing seal from a sample probe. The customer resolved the issue by replacing the missing seal.